Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was having cgm inaccuracies. Early in the day, the patient¿s cgm was reading 108 mg/dl and the bg meter was reading 72 mg/dl. The patient was also wearing an omnipod 5 insulin pump. There were no other details provided regarding this inaccuracy. Later the same afternoon, around 140pm, the patient was at school and had a seizure (lasting for 2 minutes). The patient¿s cgm was reading 61 mg/dl at this time. No bg meter comparison was reported at this time. Ems was called and, in the meantime, the school nurse administered nasal glucagon spray to the patient. Once ems arrived, the patient was further treated with two ¿boluses of dextrose¿. After treatment, the patient¿s cgm was reading 78 mg/dl and the bg meter was reading 52 mg/dl. The patient was transported to the ER and during transit the patient was given two amps of d50 and two doses of oral glucose gel. Once at the ER, the patient was treated with another amp of d50. The patient was discharged from the ER after approximately 6 hours. The patient was still recovering at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.